Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, post-paced t-wave over-sensing was observed. The recommended programming changes will be made at the patient's next follow-up appointment. The patient is stable.